Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The root cause of reported issue as determined to be the reed switch sw5 component. The customer received a replacement device to resolve the reported problem.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not emit audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not emit audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.